Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 262 mmol/l at the time of incident. Customer¿s other relevant blood glucose level was 335 mg/dl and 323 mg/dl. Customer stated that the blood glucose level was not going down. Customer was assisted with troubleshooting. The customer was treated with insulin injection and insulin pump. Customer alleging insulin pump was under delivering due to the bent cannula. Customer stated that reservoir contains air bubbles, however they were removed successfully. The reservoir will not be returned for analysis.